Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with scratchy eyes and blurry vision in both eyes four days post photorefractive keratectomy. The patient was given an oral and a topical steroid. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The log file review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100% without interruption and all laser system functions were within specifications. The presence of white blood cells is most likely an acute immune response to the surgery and a known side effect of refractive laser surgery. An influence of the laser system can be excluded to the greatest possible extent. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported adverse event. The root cause could not be identified conclusively. (B)(4).